Event description:
It was reported that during a left 5th metatarsal base resection surgical procedure (outpatient surgery), it was discovered that the reciprocating saw attachment device ¿came apart in two pieces by the assembly where it attaches.¿ according to the reporter, the internal pieces and the spring of the device could be visually seen. The reporter indicated that the two pieces came apart over the sterile field. There were no small pieces that came off; all of the pieces were retrieved from the sterile field. There were no pieces of the device that fell into the incision or surgical site of the patient. There was no c-arm fluoroscopy unit utilized or a post operative radiology exams performed for this surgery. There were no delays to the planned surgical procedure as a spare identical device was available for use. The surgery was completed successfully. There was patient involvement reported. The reporter indicated that the patient¿s condition was stable and was discharged home without any additional treatment from this event. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as feb 14, 2013. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device manufacture date was unknown. Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment was performed which found that the lift rod was broken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.